Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device reported non-sustained rv oversensing due to myopotentials. Patient was asymptomatic and reprogramming will resolve the issue.